Manufacturer narrative:
A siemens customer service engineer (cse) was previously at the customer site for system inspection. The cse replaced the aspiration probe 1 wash guide, checked precision and quality control. The customer's (B)(6) was considered low post the cse visit. Siemens is investigating.

Event description:
Low advia centaur xp vitamin d total (vitd) results were observed by the customer when performing a new reagent lot (070) patient comparison study. The customer has not reported any patient results with the new reagent lot (070). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the low advia centaur xp vitamin d total patient results.

Manufacturer narrative:
Siemens filed the initial MDR 1219913-2016-00240 on 12/16/2016 for low advia centaur xp vitamin d total (vitd) patient results when performing a new reagent lot comparison study. On 12/16/2016 - additional information: the customer was provided master curve material for additional testing. The master curve material and quality control results were within established ranges. The customer did not calibrate the previous reagent lot 069 post the customer service engineer visit. The test samples were repeated (n=2) with reagent lot 070. The replicate results performed with lot 070 were acceptable. The customer is reporting patient results with reagent lot 070. The cause for the initially lower patient comparison results with reagent lot 070 versus the previous reagent lot 069 is unknown. No conclusion can be drawn. The instrument is performing within specifications. No further investigation is required.